Event description:
The patient contacted animas on (B)(6) 2012 alleging that the contrast, up arrow and down arrow keypad buttons had a delayed response and required multiple presses to elicit a response. The patient denied damage or moisture to the pump. The patient reportedly wore the pump attached to a belt and cleans the pump with a brush. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrows and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.